Event description:
It was reported, that a malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level ranged from 60-70 mg/dl.